Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix was not completely inside the pacing lead when it was removed from the box. The helix was rescrewed into the lead and the lead was implanted. One day post implant, the lead showed exit block. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.